Event description:
Customer reported to beckman coulter, inc. (Bec) that sodium and potassium quality control results were not acceptable. Customer reported that they replaced the potassium electrode tip on the unicel dxc 600 synchron system, calibrated and ran quality control (qc). Customer indicated that qc results were right on the mean. Customer indicated that they then ran samples and the sodium results were erratic, intermittently low and high. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support (cts) troubleshot the issue with the customer via the telephone. Cts found that customer's bleach has expired. Customer indicated that they will replace the sodium measuring and sodium reference electrodes. Cts advised the customer to run a qc sample in 20 repetitions after replacing the electrodes to ensure instrument precision. Customer indicated that replacement of the electrodes resolved the issue.